Manufacturer narrative:
Providing lot number and device manufacturing date. Providing device expiration date.

Manufacturer narrative:
Two images of trach boxes provided. It is not noted as to which tracheostomy is the affected trach. Lot numbers / manufacturer date / expiration date: cs020503 / 09/2014 / 09/2019; cs011537 / 02/2014 / 02/2019.

Event description:
Information was received indicating that two weeks following placement of a smiths medical portex® bivona customized tracheostomy (trach) tube a cuff air leak was noted during ventilator check. It was reported that the leak was larger and more noise was noted to be coming from the trach. Upon checking the cuff, 0.5mls were left; water was noted coming from the trach and into the airway. Subsequently, the trach was required to be changed out with no reported patient complications. No adverse effects were reported.